Manufacturer narrative:
The UDI and serial number in section d4 were previously reported in the incorrect. The UDI and serial number information have been updated or corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having irritation of the respiratory tract. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third party service center and there was no visible evidence of foam degradation observed. The customer's complaint could not be confirmed. The device has been scrapped.

Manufacturer narrative:
H3 other text : device returned to third party service center for evaluation.